Manufacturer narrative:
The returned device was evaluated. During evaluation both manual and preset simulation tests passed. The device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that the family was having issues of intermittent loss of readings and significant fluctuating results. The baby was evaluated by (B)(6) hospital and there was no clinical indication for the fluctuations. The rrt from medigas confirmed that when moving the cable there seems to be intermittent loss of signal with a no sent message. No known impact or consequence to patient.